Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported by the patient that patient faced an adhesive event where infusion set fell off within 1 day of use. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6002538 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 for the code adhesive patch lifts or detaches during use. Complaint investigations photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6002538 was manufactured according to the wi version 77 and packaging in the multivac m12, on 05/aug/2023, with a total of (B)(4) units. Assembly of quick set the lot 3g04576 was manufactured according to the wi version 26 assembled in the quick set line, on 05/aug/2023, with a total of (B)(4) units. Welding of quick set the lot 3g03654 was manufactured according to the wi version 36 welding process in the machine us06 , on 03/aug/2023, with a total of (B)(4) units. The lot 3h00618 was manufactured according to the wi version 36 welding process in the machine us05 , on 04/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6002538 and another 1 complaint has been registered in database for the same lot 6002538 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.